Event description:
It was reported that the device was leaking fluid. A 1.75 mm rotapro was selected for use. During preparation, saline flush was leaking from in front of the drill. Difficulty was experienced advancing the device through the guide catheter. There were no patient complications reported. No further details were provided.

Manufacturer narrative:
B3 date of event: 03/01/2026 used as approximate date, as actual date is unknown.